Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 217 mg/dl at the time of the call, and the customer went up to 500 mg/dl after treating for the low. The customer used manual injections to treat for the high. The customer was given dextrose and glucose tablets to treat the low. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed. The customer had other low incidents requiring medical intervention on (B)(6) 2018. The insulin pump will not be returned for analysis.